Event description:
There were 3 breaks of the fiber during procedure. Procedure had to be stopped during last firing of laser; fiber snapped and flash occurred within about 5 inches from insertion point of catheter/fiber.